Event description:
It was reported that pump battery depleted faster than expected and required daily charging to prevent shutdown. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up from technical support, no additional event timeframe information was provided, and technical support was unable to confirm battery depletion allegation.